Event description:
A 2.5 diameter x 18mm length endeavor drug-eluting coronary stent delivery system was inserted, however, the physician was again unable to cross the lesion. Upon removal, the stent dislodged into the left main and the physician was unable to retrieve. Prior to this, the physician pre-dilated the lesion and attempted to cross with a competitor device but failed. The stent was crushed against the wall of the left main using another stent. The patient lesion morphology was reported to be a very calcified and very tortuous lesion. No additional clinical sequelae were reported and the patient is fine. The device was returned to the manufacturing site for evaluation. The balloon had been inflated and crimp/bake impressions were evident on the balloon. Blood residue was evident on the balloon and along the distal shaft. A clear liquid was present in the inflation lumen. The distal tip was slightly flared suggesting that it had been stubbed. There were crimp bake impressions evident along the working length of the balloon indicating that the stent had been correctly crimped onto the balloon. The balloon folds were disturbed and open. Proximal balloon pillow od failed. As per the information provided, following pre-dilation, the physician attempted to deliver a competitor stent to the target lesion, however, was unable to cross. The physician then attempting to deliver an endeavor sprint rx stent which could not cross the lesion and on withdrawal the stent dislodged in the left main artery. Although the lesion was pre-dilated for three inflations, the pre-dilatations may not have been sufficiently effective and this may have resulted in the resistance experienced during delivery of both the devices. It appears most likely that the stent security on the device was impacted during the failed delivery attempts through the very tortuous and calcified vessel, which most likely resulted in damage to the stent. During withdrawal of the undeployed stent/delivery system, the vessel morphology again may have caused difficulties resulting in the stent dislodgement. The complaint is confirmed as dislodgement based on the absence of the stent on the balloon of the returned device. Manufacturing controls are in place to ensure that the stent from each device is crimped as per specifications onto the device. Visual inspections prior to packaging and lot release also ensure that the device meets specification prior to release from the manufacturing facility. The device was inspected was inspected prior to use with no issues noted. The device was not identified as the root cause of the event. The root cause of the reported event was most likely due to the patient vessel/lesion morphology.

Manufacturer narrative:
Evaluation: results - (very calcified / tortuous), (dislodged).